Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "the locking feature of the broach handle will not stay locked during surgery. The surgeon had to hold on to the locking mechanism to keep it from popping open. No delay in surgery."